Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a damaged data card slot and glass screen (touchscreen panel) was confirmed via evaluation of the returned system monitor (serial number: (B)(4)) in the edc service center. Visual inspection found the data card slot had a bent pin and the touch screen was damaged. Troubleshot the unit by replacing malfunctioned main pcba and damaged glass touchscreen panel. After the repair, a full functional checkout was then performed, and the unit passed all tests. Performed preventive maintenance. The repaired (B)(4) was forwarded to the rental/loaner pool. The root cause for the damaged components was unable to be conclusively determined through this analysis. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate ii system monitor (serial # (B)(4)) was shipped to the customer on 27jul2007. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii instructions for use (IFU) section 4, ¿system monitor¿ contains instructions for how to transfer and display data from the system controller to the system monitor using the cf card, and how to send data such as log files to abbott for diagnostic purposes. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor data card slot was damaged. The device had bent a pin and data transfer was not possible. The system monitor was returned for evaluation.